Event description:
The philips representative reported that the device would intermittently power on when the switch was in the off position.

Manufacturer narrative:
The philips representative reported that the device would intermittently power on when the switch was in the off position. If the device was to spontaneously power up and go unnoticed by the users, the battery could drain, which could prevent the delivery of therapy via battery power. The philips distributor evaluated the device. The symptom was verified. The issue was localized to the energy select switch assembly. This event was reported late pursuant to FDA audit findings.